Manufacturer narrative:
No sample is being returned. There is limited information available. There was no alleged malfunction reported by the operating surgeon. Since no lot number or sample was available, an investigation cannot be performed. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. However, if further information becomes available, the complaint will be re-opened and an investigation will be performed. Device remains implanted.

Event description:
Contact reported nothing during case was unusual or out of ordinary from an instrumentation standpoint. All implants and instruments performed as necessary. It was overheard by a depuy spine employee from another hcp that the patient died the day following the procedure as a result of a blood clot.